Event description:
It was reported the device battery depleted prematurely. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. 6947-65, lead. Implanted (B)(6) 2007. (B)(4).